Event description:
It was reported that, during surgery, the unit experienced a malfunction resulting in loss of ability to mechanically ventilate. There was no report of patient harm. The equipment was removed and replaced with another equipment to continue the surgery.

Manufacturer narrative:
The on-site biomedical engineer evaluated the anesthesia unit and determined the latch valve to be faulty and the cause of this reported fault. The latch valve was replaced and the unit was returned to service. Block a: patient information could not be obtained due to country privacy laws.  Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.